Manufacturer narrative:
The device been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross dilator was visually inspected and a significant dilator tip damage was noted. Therefore, the reported allegations were confirmed. Also, correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that during a watchman laac procedure, a versacross connect laac kit was selected for use. The physician placed the versacross rf wire into the superior vena cava (svc). While trying to advance the versacross connect dilator and watchman dbl curve sheath, it was noted that the dilator would not advance over wire. Hence, the physician replaced both the wire and dilator. The issue still persisted with the replaced devices, however, the physician sheared the end of the dilator prior to advancing over wire, in order to advance dilator over the wire. The dilator was sheared outside the body, on the prep table using a blade. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Event description:
It was reported that during a watchman laac procedure, a versacross connect laac kit was selected for use. The physician placed the versacross rf wire into the superior vena cava (svc). While trying to advance the versacross connect dilator and watchman dbl curve sheath, it was noted that the dilator would not advance over wire. Hence, the physician replaced both the wire and dilator. The issue still persisted with the replaced devices, however, the physician sheared the end of the dilator prior to advancing over wire, in order to advance dilator over the wire. The dilator was sheared outside the body, on the prep table using a blade. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.